Event description:
The customer reported that after replacing a q-gard filter on the water purification module (wpm), falsely elevated carbon dioxide (co2) results were obtained on 12 patient samples and a falsely elevated phosphorus (phos) result was obtained on another patient sample on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s). The co2 samples were repeated on an alternate dimension vista instrument. A different sample was obtained from the patient associated with the sample identified as 12325001015a and the new sample was processed on the alternate dimension vista instrument. The repeat results were reported, as the correct results, to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 and phos results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that erroneous carbon dioxide (co2) and phosphorous (phos) results were obtained on a dimension vista 1500 instrument after they replaced a q-gard filter. Siemens remotely reviewed instrument data and found the following errors: ¿low level cuvette washer b pump in motion mismatch¿, ¿water purification module (wpm) low vacuum¿, ¿wpm q-gard polishing pack not in place¿, ¿wpm resistivity less than set point¿, ¿aliquot probe clog detect¿ and ¿bad sample detect¿. The customer informed siemens that the progard filter and q-gard filter were installed in the correct positions. The customer inspected the instrument and found all probes and drains to appear clean and in good condition. The customer drained and refilled the wpm tank twice, reseated the level sense cable, and inspected all the server probes, which appeared to be in good condition. The aliquot probe drain was flushed with bleach and warm water. The instrument was homed, and the aliquot probe and cuvette washer were homed, initialized, and sequenced. Check 1 for aliquot probe and cuvette washer were run. The cuvette washer probes were cleaned, the cuvette washer pumps were primed 10 times, and all pumps were primed 20 times. A quick check and quality control (qc) were performed and were found to be within ranges. Siemens further evaluated the event and determined that the wpm resistivity was less than the set point after performing wpm maintenance activity, which potentially caused the falsely elevated co2 and phos patient results. There were no additional discordant results observed after maintenance was performed. The instrument is performing according to specifications. No further evaluation of this device is required.